Event description:
Reporter noted explanted iol appears to have a metal particle embedded in lens.reason for iol explant was not provided.particles appeared during third party silicone iol injection.all particles seen were removed during initial surgery.no damage to eye noted.also noted reuse of single-use ultrasonic tips at facility.requested particle analysis.